Event description:
A device report received from synthes (B)(6) at hospital in the (B)(6), stated that the pt specific implant was noted as being too large. Prior to implantation, the surgeon commented that the implant seemed a lot thicker in the medial wall than anticipated. As implant was being placed, surgeon had to remove a lot of the medial wall portion of the implant with fissure burr to get access with the implant. Surgeon felt that the implant still did not fit and needed ot bur down more of the implant and thin it out on the orbital floor part. The implant became less than half of its original size. Surgeon was displeased with the amount of adjustment required. Post-op CT scans were reviewed. Surgeon also experienced difficulty with fixating the implant to the bone. The procedure was prolonged by approx 1 hour.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device has not been returned, no further investigation is possible.